Event description:
It was reported that on or about (B)(6) 2009 a miniarc single incision sling was implanted to treat the plaintiff's stress urinary incontinence and pelvic organ prolapse." It was alleged by the plaintiff's attorney that the plaintiff has suffered serious bodily injuries, including, but not limited to, infection, extreme pain, urinary problems, bleeding, and other injuries. It was also alleged that the "plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and will likely undergo future medical treatment and procedures and that the plaintiff has suffered permanent injury, and other damages."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.